Event description:
It was reported that the bd needle 27x1/2 ll eclipse barcode was not readable. The following information was provided by the initial reporter translated from portuguese to english: customer reports quality deviation related to the ean of the item 30281264 needle 13x4 eclipse bd. When beeping the barcode, the ean reading corresponds to the information on another sku, 305818 needle with disposable device 30 x 8, i.e. In disagreement with the product. In order to use the batch, the customer had to label the materials manually.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document#: (B)(4) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: eclipse. Device failure: labeling concerns.

Manufacturer narrative:
Video and photos received for investigation. Through visual inspection, the scan on the product generated barcode for another material. Therefore, the complaint was confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the team¿s investigation, the respective drawing for the impacted sku 30281264, needle 27x1/2 ll eclipse was inadvertently revised and released with the incorrect barcode during the graphic design update. Coverage was carried out to verify that the other codes are correct.

Event description:
No additional information.